Manufacturer narrative:
The MFR's service rep performed an on-site investigation. The service rep cleaned the contact of the board in the monitor cart, and applied a contact reinforcer. The system was tested and is operating as intended.

Event description:
The customer reported that the 8800 system would not boot up. No pt injury was reported.